Event description:
It was reported that prior to starting (pre-anesthesia and prior to ports placement) of a da vinci-assisted surgical procedure, the customer contacted the technical support engineer (tse) and reported that 319 error occurred after rebooting the system during the preparation. The tse confirmed error 319 on arm3 started from axes controller setup (acu). The tse had the customer perform hard power cycle, but the issue was not resolved. The procedure was aborted to another dv system with no reports of patient involvement.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the inner proximal set-up joint (suj) to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The inner proximal suj was analyzed and the following was found: upon logs review, errors 319, 1126, and 31226 were found present on suj3, indicating possible fiber power failures. The unit was installed onto a system where it failed with non-recoverable 319. Unit was tested on patient side cart fixture test platform (pftp) where it failed node check. A golden fiber optic cable was installed, and unit passed all tests. Visual inspection found no faults related to reported events. The complaint was confirmed based on the field evaluation, which indicates that the device may have contributed to the customer reported issue.